Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the black box indicated loss of prime warnings had occurred. The pump powered on normally to the verify screen. The keypad cover was found to be peeling/lifted. The ok keypad button was unresponsive. The complaint of a loss of prime issue could not be adequately investigated due to the unresponsive keypad button. The keypad cover was removed and the ok button contact was found to be misaligned. Additionally, the audio bolus button cover was torn/punctured. The pump casing was removed and no internal defects were found.